Event description:
It was reported by the patient that "sometimes (the implantable pulse generator (ipg)) works, sometimes it doesn't kick in." The patient also said the ipg "shocks me" and "I start shaking." The patient also reported going to a hospital where tests were done and the patient was told the "bottom wire is loose and is pointing straight up." Follow-up with the physician's office was attempted, but no information could be obtained. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.